Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported aic - battery failure (red alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show battery-related alarms present upon console boot-up. Same alarm presented a day prior to the reported. Battery and power data embedded in lt log indicated that cell 4 of battery 1 was failing - this is a known pattern failure of cell imbalance. The cause of the aic (automated impella controller) issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Immediately after implanting the impella, the automated impella controller (aic) produced a "battery error 50%" message even though the device was plugged in. The console was replaced, and no patient harm was reported.